Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient's daughter reported that the patient's continuous glucose monitor (cgm) displayed "low" on the screen and the paramedics were called at 6:30am. The patient was given a glucose shot and their sugar levels were brought up. The patient was not transported to the hospital. There was no alleged device malfunction. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was provided for evaluation. The reported low event was not confirmed. A root cause could not be determined